Event description:
It was reported the patient was experiencing depression, chest pain, shortness of breath and anxiety. It was felt the intrathecal drug delivery system was not working or that it was not effective. Reservoir volumes were accurate. A roller study was performed which indicated no apparent problems with the rotor. A dye study was not performed as the patient is allergic to the dye. The patient was scheduled for replacement. In 2008, the pump was replaced. There was no backflow observed when the catheter was removed from the pump. The patient recovered without sequela.

Manufacturer narrative:
Only the pump was returned for analysis which was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.